Event description:
Ventilator was auto cycling on patient despite trigger adjustments. Flow and pressure trigger utilized.======================manufacturer response for ventilator, carefusion (per site reporter).======================talked to carefusion to see what he wanted hospital to check. He and I talked into great depth about what may have happened. At this time we can only speculate as we were not present at the time of the event. We will be having a conference call with carefusion sometime next week. In the meantime I did a full check and no problems were present and all parameters were within manufacturer's specifications. Checked inspiratory flow (finsp) and expiratory flow (fexp) with bias flow set to 2 lpm. Finsp = 2.2 and fexp = -2.0. This was within manufacturer's specifications. Ventilator tested within normal operating limits. Returned equipment back to service.